Manufacturer narrative:
The customer¿s report of fentanyl infusing too fast was not confirmed. Physical inspection noted the device to be in good condition. The only anomalies noted were corrosion on the pins of both iui connectors. Analysis of the pcu event log shows that the pump module was infusing fentanyl 1000mcg/100ml (drugid 170) at a rate of 5ml/hr. At 9:44 pm on (B)(6) 2016, the vtbi was changed to 95ml. At 5:14 am the device alarmed for air in line and then flo stop open; at 5:20 am the infusion was restarted. At 5:23 am, the device alarmed for patient side occlusion. At 5:29 am, the device was channeled off. The volume recorded as being infused during this period was 37.744ml. Functional testing was performed and the device was found to be delivering fluid within specification. The root cause of the reported event was not identified. The disposable set was not returned for investigation.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reports that a primary infusion of fentanyl 10mcg/ml in a 100ml bag started infusing at a rate of 5ml/hr on (B)(6) 2016 at 2143 pm and was empty at approximately 0524 am on (B)(6) 2016. No patient harm was reported.